Event description:
Dr reported that an abutment broke in function.

Manufacturer narrative:
No observable defects could be found with the component itself. We found the abutment to have the thread portion of a coping screw lodged in the internal hex region of the component. The abutment itself was not actually broken. Measurements taken met design requirements. Review of the lot history of the subject product could not be completed since the lot number was unavailable from the doctor's office.